Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar instrument was unable to be recognized. The integrated electrosurgical unit (iesu) or erbe showed a question mark on both ports. The customer stated they swapped the energy cable and reseated all connectors, but there was no improvement. The system did not show any error; bipolar instrument function was normal. The technical support engineer (tse) guided customer to swap an instrument and energy cable to check. The tse checked with customer via video, and bipolar cable connector had no damage or corrosion, and the detect pin on bipolar port had no visible damage. The customer informed the bipolar instrument was working on the forcetriad. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to bipolar detection issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe iesu unit was returned for failure analysis, and the reported issue was not confirmed using system logs. A visual inspection was performed, and no external abnormalities were observed. Functional testing was conducted using the system, and the unit powered on normally and successfully cauterized across all ports and instruments without any issues. However, iesu log revealed errors. The complaint was not confirmed based on failure analysis.